Event description:
On 1/25/97, device was noted to have separated 5cm from exit site. The attending physician tried to pull the remaining catheter out; however, it separated again and retracted under the skin. Attempts to obtain add'l info have been unsuccessful.